Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s recharger is not charging the ins. The patient called the rep and stated the 0-25% is still flashing but the patient has been charging for 4 hours with 8 coupling boxes. Technical services reviewed that the best course of action is to meet with the patient and evaluate physician programmer statistics. The rep understood and would meet with the patient. The event date was asked but unknown. The rep speculates in the past couple of days. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-28. The cause of the inability to charge was due to a patient lack of understanding on how to keep device in correct location. The rep personally showed the patient how to keep 8 bars for recharging. The event date was noted to be a few weeks ago. The patient has adequate 8 coupling bars while charging. The ins is in the proper depth and orientation. The recharger/recharging components are all functioning as they should. The patient¿s weight at the time of the event was not known, but the patient noted that they have not lost or gained weight. This information has been confirmed with the physician/account. No further complications were reported/are anticipated.